Event description:
The customer reported that there was a speaker error. Is unknown if the device was in used or not for patient monitoring at the time of the alleged malfunction. Not adverse event was reported.

Event description:
The customer reported that there was a speaker error. Is unknown if the device was in used or not for patient monitoring at the time of the alleged malfunction. Not adverse event was reported.